Event description:
Event verbatim [preferred term] burn blister lower back [burns second degree]. Case narrative: this is a spontaneous report from a contactable physician reporting for self, via a company representative. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (lot # not reported), via transdermal route 1x on an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn blister on his lower back after wearing and removing a thermacare back heatwrap. Thermacare was not applied previously. The action taken with thermacare in response to the event was permanently withdrawn on an unspecified date. The patient recovered on an unspecified date. The reporting physician assessed the event as related to thermacare. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blister " is described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister " is described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Severity of harm: s3. Conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient developed blisters with burn injuries after product use. Review of complaint description concludes there is no device malfunction. (Manufacturing site) investigational results: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Expedite trend identified?: no.

Event description:
Burn blister lower back [burns second degree]. Case narrative: this is a spontaneous report from a contactable physician reporting for self, via a company representative. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (lot # not reported), via transdermal route 1x on an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn blister on his lower back after wearing and removing a thermacare back heatwrap. Thermacare was not applied previously. The action taken with thermacare in response to the event was permanently withdrawn on an unspecified date. The patient recovered on an unspecified date. The reporting physician assessed the event as related to thermacare. On 06nov2019, product quality complaint group included following findings: severity of harm: s3. Conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient developed blisters with burn injuries after product use. Review of complaint description concludes there is no device malfunction. (Manufacturing site) investigational results: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Expedite trend identified?: no. Additional information has been requested and will be provided as it becomes available. Follow-up (10apr2019): follow-up attempts completed. No further information expected. Follow-up (06nov2019): new information received from product quality complaint group includes: severity of harm rank, conclusion and summary of investigation. Company clinical evaluation comment: based on the information provided, the events of "burn blister" is described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "burn blister" is described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.